Manufacturer narrative:
No device analysis results are available because the device was not received for investigation. Review of the device history record was not possible as the lot number for power cord is not applicable. There is a CAPA associated with this reported event; any necessary actions will be implemented by the CAPA. The field reported event of exposed wires on the power cord could not be confirmed.

Event description:
It was found on analysis that the power supply cord had fray and exposed wires.

Manufacturer narrative:
One cardiomems power supply and power cord were received for evaluation. Visual inspection verified the power supply box was frayed and wires were exposed. Visual evaluation revealed no physical damage to the power cord.

Event description:
The patient reported exposed and frayed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.